Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center. The reported problem of unintended activation was not confirmed. The reported problem of no audio was confirmed, therefore we are confirming this complaint for the audio problem. The root cause of the audio problem was a defective loom speaker, which has been replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. As the report of unintended activation was not confirmed, we cannot determine a root cause for why the customer experienced that problem. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that when the vapr vue generator was plugged into electrode (they tried multiple) and the surgeon releases his hand from the control button, the electrode is still ablating tissue as if the button is still being pressed to activate. There is also no audio display and the surgeon can't tell if the unit is in mode or not. There was no patient harm but a few minute delay in the case. The case was completed with a competitors unit.